Manufacturer narrative:
Patient code: 1937 should be corrected to patient code: 1937, the patient's iop is maintained on two iop lowering medications: simbrinza (brinzolamide/brimonidine tartrate ophthalmic suspension) and monoprost. The icl remains implanted as of this time. Claim#: (B)(4).

Manufacturer narrative:
Product problem should be corrected to adverse event in initial medwatch report. Required intervention to prevent permanent impairment/damage (devices) should have been included in initial medwatch report due to medication intervention. Surgeon reported per last visit date on (B)(6) 2019, patient still is experiencing mild halos. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: malfunction should be corrected to serious injury in initial medwatch report. Additional information: claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
Reference MFR report# 2023826-2019-00886 for initial lens implant. The surgeon exchanged the initial implant with a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+1.0/013 (sphere/cylinder/axis). The surgeon reports lens rotation, halos, starburst, "coma double image" and patient is on "symbiza+monoprost".